Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device delivered inappropriate high voltage therapy when in backup vvi. The device was in backup vvi as a result of MRI and no investigation could be performed. A successful download was performed and restored the device back to normal operation. The patients condition is good after the event. Isometric lead testing was recommended.